Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient's hip was revised due to metallosis. Her abductors were insufficient due to adverse tissue reaction secondary to the metal on metal debris. The pinnacle cup was removed with the metal liner still inserted, so the lot numbers for the ultamet metal liner and the apex hole eliminator were unattainable. It was also reported that there was a loosening at the bone/implant interface. Doi: (B)(6) 2005, dor: (B)(6) 2017, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.